Event description:
Complainant alleged that during routine testing, the device intermittently will not charge when charge button is pressed. There was no pt involvement during the reported malfunction.